Event description:
Healthcare professional reported "capsular contracture grade 3 and pain." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture grade 3 is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: device photograph(s) for the device related to the reported rupture and capsular contracture was reviewed on (B)(6) 2021. Visual analysis of the photographs identified two devices one broken device with red biological tissue, the other device appears to be intact and has red particles on the surface of the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. .

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.